Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt265 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed the presence of a leak. Further inspection identified a deformity on the duckbill slit, which was determined to be the source of the leak. Conclusion: the reported leak was confirmed, and was due to a deformity in the duckbill slit on the swivel connector of the circuit. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The duckbill is also visually inspected for defects by squeezing the duck bill to open the hole and ensure a straight through slit during production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage.